Event description:
The complainant reported the automated impella controller (aic) was dropped and parts of the aic were broken. There was a placement signal unreliable alarm that went off. The aic was replaced the issues were resolved. No known patient harm or injury.

Manufacturer narrative:
The investigation for the reported issue has been completed. The impella device was received from the customer and an evaluation of the device was completed. The root cause for the failure mode 1 - placement signal not reliable was most likely due to a damaged blue receptacle as the user dropped the aic, which resulted in the loss of optical connection to the bench, though the pump was electrically connected. The root cause for the failure mode 2 - unexpected controller shutdown was most likely because the user dropped the aic, which caused the aic to lose power and resulted in an unexpected shutdown. This report is being filed as part of a retrospective review of historical records.